Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being used with the left ventricular (lv) lead plugged into the right ventricular (rv) rate/sense port. High out of range pacing impedance measurements were observed along with varying sensing measurements. This device was explanted and replaced. This lead remains in service and will continue to be monitored. No additional adverse patient effects were reported.